Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: a review of the alarm history indicated frequent low battery warnings had occurred. The black box indicated that discharged batteries were being used during battery changes. The pump powered on normally and did not draw excessive current. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.